Manufacturer narrative:
Evaluation summary: one lf5544 device was received, and evaluation confirmed the reported condition. The returned product did not meet specification as received. Visual inspection found the clear boot was torn but all pieces were still attached and present. The sample failed hi-pot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device insulation split after two hours of continuous use. No patient injury occurred or medical intervention was required.